Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple non-sustained rv oversensing episodes were observed. Review of the egms revealed non-physiological noise. Further testing was recommended. No further information is available.